Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The surgeon reported that the patient was implanted with a distal lateral femoral plate in (B)(6) 2016 following a right periprosthetic fracture and that this plate broke 5 months post implantation. The customer further reported that the patient had mobilized with a walking frame and that there was no trauma / fall to precipitate the event. The patient has been revised. The broken plate was explanted during the revision and because the patient was nonunion, a new axsos plate was implanted with bone graft.

Manufacturer narrative:
The reported event that distal lateral femur plate axsos 3 ti for right femur 16 hole / l343mm was alleged of 'implant breakage after surgery' could be confirmed. Based on the investigation, the root cause was attributed to be patient related. The failure was caused by overloading of the plate due to non-union of the bone. The clinical evaluation of the medical records provided concluded that ¿the given case presents a typical fatigue breakage of an internal fixation plate due to long term overloading in an imminent non-union with unstable fragment constellation.¿ the device inspection goes in line with the clinical statement and it shows that the pattern in the broken surface is consistent with a fatigue fracture. This type of fracture can only happen when the device is exposed to a considerable load during an extended period of time. Note, as stated in the IFU (v15013): ¿6 adverse effects in many instances, adverse results may be clinically related rather than device related. The following are the most frequent adverse effects involving the use of internal fracture fixation devices: ¿ delayed union or non-union of the fracture site. ¿ these devices can break when subjected to the increased loading associated with delayed unions and/or non-unions. Internal fixation devices are load sharing devices which are intended to hold fractured bone surfaces in apposition to facilitate healing. If healing is delayed or does not occur, the appliance may eventually break due to metal fatigue. Loads on the device produced by load bearing and the patient¿s activity level will dictate the longevity of the device. ¿ conditions attributable to non-union, osteoporosis, osteomalicia, diabetes, inhibited revascularization and poor bone formation can cause loosening, bending, cracking, fracture of the device or premature loss of rigid fixation with the bone.¿ [original statement(s)] a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
The surgeon reported that the patient was implanted with a distal lateral femoral plate in (B)(6) 2016 following a right periprosthetic fracture and that this plate broke 5 months post implantation. The customer further reported that the patient had mobilized with a walking frame and that there was no trauma / fall to precipitate the event. The patient has been revised. The broken plate was explanted during the revision and because the patient was nonunion, a new axsos plate was implanted with bone graft.